Event description:
On (B)(6) 2014, the patient was implanted with a conformable gore® tag® thoracic endoprosthesis ((B)(4)) for endovascular repair of an intramural hematoma (secondary to penetrating aortic ulcer) and descending thoracic aortic aneurysm. On (B)(6) 2014, computed tomographic angiography (cta) reportedly revealed proximal extension of the intramural hematoma. On (B)(6) 2014, the patient was implanted with an additional conformable gore® tag® device to extend the graft system proximally to the left subclavian artery origin. The intramural hematoma was resolved; however, final angiography reportedly revealed a small amount of contrast communicating with intercostal arteries at the lower end of the graft system, representing a type ii endoleak. The physician opted to take a wait-and-watch approach in regard to the endoleak. The patient tolerated the procedure.

Manufacturer narrative:
(B)(6). Concomitant products: patient medications include acetaminophen, aspirin, calcium carbonate, carvedilol, diphenhydramine, docusate sodium, hydrochlorothiazide, hydrocodone-acetaminophen, levothyroxine, lisinopril, omeprazole, oxycodone, propylene glycol, simvastatin, and tizanidine. A review of the manufacturing records for device verified that the lot met all pre-release specifications. Per the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), the safety and effectiveness of the gore® tag® thoracic endoprosthesis have not been evaluated in patients with intramural hematoma or penetrating ulcers. Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Specifically, the IFU warns that adverse events that may occur and / or require intervention include, but are not limited to endoleak.